Manufacturer narrative:
Insulin pump passed the displacement test however compromised forced sensor system alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received a motor error alarm. Customer's blood glucose was unknown. The customer stated the drive support cap was sticking out. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.